Manufacturer narrative:
On january 14, 2026, mentor became aware that it was erroneously indicated that the device has not be returned. However, the device was actually received as an extra device on december 12, 2025. The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On january 15, 2026, mentor became aware that it was erroneously omitted from the initial report that there was a minimal procedural delay. On january 22, 2026, mentor became aware that this complaint is a duplicate of mrn: 1645337-2026-00247. The product investigation and all future supplemental reports will be submitted under mrn: 1645337-2026-00247.

Event description:
It was reported that a 275cc mentor round smooth saline breast prosthesis being used in a breast augmentation procedure was found to be ruptured during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).